Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Service call was opened by mistake.

Event description:
Manufacturer's ref.#: (B)(4).